Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing and led to pacing inhibition for 3 seconds. The patient was device dependent and had dizzy spells in the past; however, the patient was asymptomatic due to event. Programming changes were made.